Manufacturer narrative:
The customer¿s report of smoke visualized from the pcu and lvp when the pcu was powered on could not be replicated; however, thermal damage was confirmed. No errors were found in the logs on the last two power on dates: (B)(6) 2015 at 10:08am and (B)(6) 2015 at 10:56am. Visual inspection of the pcu found damage at the left iui connector pins 1 and 2 that was identified to be the source of the thermal activity. The right iui connector on the pump module also had thermal damage at pins 1 and 2 but was identified to be collateral damage. Fluid contamination with green coloring was also noted at the top of the pcu left iui connector at pin 14 and on the inside of the connector on the same pin. The presence of thermal damage is confirmation that visible smoke would be possible as reported. Temporary replacement of the damaged iui connectors found no recurrence of a thermal event with the returned system. The proximate cause for the reported issue of smoke is being attributed to the thermally damaged left iui connector on the pcu. The root cause for the occurrence of the thermal activity at pins 1 and 2 could not be definitively identified during the investigation

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that smoke was visualized coming from between the pcu and lvp when the pcu was powered on. The system was not connected to a patient. There was no user or patient harm. After the event, the pcu iui was discovered to have heat damage and a broken pin positioned sideways, shorting the other pins.